Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent a posterior lumbar interbody fusion in which infuse was used. It was reported that postoperatively, the patient experienced chronic pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient presented with following pre-op diagnoses: c3-c6 stenosis. C6 disk herniation. For which, patient underwent following procedures: posterior decompressive laminectomy, c3-c6. Placement of c3-c7 lateral mass screws. A fusion with bone autograft and rhbmp2 and placement with t- bar connector. Per op-notes, "rhbmp2 was made along the lateral aspect of the facets to ensure good fusion mass, and then the patient's bone autograft was used to lay down for the continual portion to allow for bony fusion. Patient tolerated the procedure well without any intraoperative complications."

Event description:
It was reported that the patient underwent a posterior cervical interbody fusion using rhbmp-2/acs reportedly placed directly into the patient's spine. In 2006, the patient was diagnosed with inflammation and chronic pain. As a result, the patient has required extensive medical treatment. The patient has continued to have daily severe disabling pain that prevents him from performing many activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)